Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-12393. It was reported that patient complications occurred post procedure. A radiofrequency ablation (rfa) procedure was performed in the patient's lung utilizing a rf3000 radiofrequency generator and a 5.0/13/15 leveen¿ standard needle. Two therapies were performed lasting 22 minutes each. The ablation was successful and the patient tolerated the procedure well. At an unspecified time post procedure, the patient developed a hydropneumothorax. Additionally, broncho-pleural fistulas were observed at the puncture site as well as subcutaneous emphysema. They performed a pleural drain and there were no more complications. The patient is reported to be doing well.

Manufacturer narrative:
Event date, describe event or problem : updated. (B)(4).

Event description:
It was further reported that the complications occurred 8 days post procedure. The drain was implanted that day and then removed 3 days later. In (B)(6) 2017, approximately 4 weeks later, a scan revealed a small residual hydropneumothorax remained.